Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that there was a "small" sound coming from the programmer's speaker however it was also noted that it "stopped." The speaker set was replaced as a preventive measure. Analysis also found that the programmer had generated an error and therefore the x-y board was replaced. The hard drive was also reconfigured and the software reloaded. (B)(4).

Event description:
It was reported that there was a "small" sound coming from the speaker of the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.